Event description:
During this procedure, the surgeons were operating the stryker pi drill with the craniotome attachment when it stopped working. The craniotome drill bit was stuck in the attachment, but the scrub nurse was able to remove it. The surgeon opted to try using the attachment again and it started to smoke. The surgeon then requested a new drill set to be opened. The new craniotome attachment was switched out onto the original drill handpiece. The surgeon reported after completing the necessary drilling that the handpiece was starting to get hot. Once this was reported to the circulator, the drill was taken off the field and spd (sterile processing department) was notified. Charge nurse and management are aware.